Event description:
It was reported that the patient complained of experiencing phrenic nerve stimulation. The device was reprogrammed but the patient continued to experience the stimulation. The lead was explanted and replaced. The patient was doing well after the procedure and was discharged the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.